Event description:
A customer in the united states notified biomérieux of discrepant results associated with vitek®2 ast-gp67 test kit (reference 22226). The customer reported the vitek card result was staph aureus oxacillin sensitive and the biofire detected meca, and the pbp2a detected meca. The customer repeated the isolate testing and the result was susceptible. The isolate was sent to the mayo clinic and the test result was susceptible. The customer reported out the isolate as mrsa to prevent therapeutic failure. There is no indication or report from the laboratory or physician that the discrepant result led to any adverse event related to a patient's state of health. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
A customer in the united states notified biomérieux of discrepant results associated with vitek® 2 ast-gp67 test kit (reference 22226). An investigation was performed. The submitted customer strains were subcultured, and identifications were confirmed as s. Aureus. Vitek 2 ast-gp67 testing included cards from the customer's lot (1320690203) and a random lot (1320662203) with vitek 2 software versions 07.01 and 08.01. Additional testing included agar dilution as the reference method for ox101n, cefoxitin disc diffusion as the reference for oxsf101n, and pbp2a. 911667 (l knee): three cards tested resulted in ox mics = 0.5, one card ox mic = 1. All four cards resulted in negative oxsf. Reference methods ox ad mic = 1 and cefoxitin disc diffusion was resistant (20 mm). Pbp2a was positive. 911668 (r knee): two cards tested resulted in ox mics = 0.5, two cards ox mics = 1. All four cards resulted in negative oxsf. Reference methods ox ad mic = 1 and cefoxitin disc diffusion was resistant (20 mm). Pbp2a was positive. 911669 (blood): three cards tested resulted in ox mics = 0.5, one card ox mic = 1. All four cards resulted in negative oxsf. Reference methods ox ad mic = 1 and cefoxitin disc diffusion was resistant (20 mm). Pbp2a was positive. Vitek 2 oxacillin mics are in essential agreement with the reference method while the cefoxitin screen test and reference method are not in agreement leading to the non-detection of the mrsa strain for this patient's isolates. (V07.01 and v08.01) the isolates exhibit atypical growth behavior. The investigation concluded the vitek 2 ast-gp67 test kit is performing as intended.